Manufacturer narrative:
Product event summary: data files and console part power supply (B)(4) were returned and analyzed. Data files did not show any system notices. Power up test error records did not show any power up test for date of the event. Visual examination of power supply (B)(4) showed no apparent issues. Functional testing demonstrated the power supply (B)(4) failed the inspection due to the part being defective and the power was off. For the console n-6106, the replacement of the power supply , 1a and 6a fuses resolved the issue. (B)(4).

Event description:
It was reported that during a cryo ablation procedure, when console was powered on, a "pop" noise was heard and the message "no input detected" was displayed on the screen. There were no noises coming from the console. The console was restarted without resolve. A different console was used and the procedure was completed with cryo. Technical support line was called after the case, and field service was recommended. The patient was under general anesthesia. The console part subsequently tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.